Event description:
It was reported that noise was noted on review of stored egms when a patient presented in-clinic for normal follow-up. An increase in pacing lead impedance was also noted. During lead revision a small abrasion was observed near the lead trifurcation. The lead was capped and replaced. The patient was in good condition after the event.

Manufacturer narrative:
.